Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the end of january they have had limited success with the deep brain stimulation (dbs) therapy. The patient added, "you can probably tell by my voice." The patient mentioned that at the end of january they fell and cracked their hip while they were walking their dog. The patient was not sure if the fall was related to the therapy, but they indicated that it could have been related because the therapy issue and fall occurred too close together to be a coincidence. The patient stated that the implantable neurostimulator (ins) has not been switched on for more than a week. Agent asked if the therapy was turned on at the time of the call, and the patient said they would hope so, noting that it was turned on when they had their last doctor appointment. However, the patient feels like the ins has been "out of commission" for the last couple of months, noting that they think a "circuit is dead or too low." The patient believes their doctor set the ins to "3.6 megahertz or something." The patient mentioned that they have the "left brain" programmed, but have not had the "right brain" programmed yet. Therapy status could not be confirmed because the handset would not power on. The patient mentioned that they had not charged the handset recently, so agent advised the patient to charge the handset. The patient was advised to call back after they charge and power on the handset to get instructions on how to use the dbs therapy app to check therapy status. The patient asked if agent had heard of other patients who have reported similar issues as them. The patient was redirected to their doctor to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.